Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were deflation, enlarged lymph node, weight loss, hair fell out, nausea, couldn't get out of bed, thyroid issues, kidney issues, food allergies, stomach issues. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported the right side device "deflated from a faulty valve" and an "enlarged lymph node" on the right side. Patient additionally reported "the implant made me drop 109 pounds, hair fell out, nausea, couldn't get out of bed," "thyroid issues, kidney issues, food allergies, stomach issues"; these events are not related to the device. Device has been explanted.